Event description:
The spike of a transfer set was broken. The set was in use for 180 days. There was no medical intervention or serious injury associated with this complaint according to the international affiliate.